Event description:
Device malfunction: balloon rupture. Symptoms / ae: none. Time of malfunction: during the procedure. It was reported that during a superficial femoral artery stenting procedure, during pre-dilatation in a moderately tortuous and heavily calcified lesion, the balloon ruptured during the second inflation at 8 atmosphere. There was no adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was not returned for investigation. A review of the finished device lot history record (lhr) did not reveal any abnormalities associated with this lot that could have contributed to this event. In-process inspections and testing met manufacturing criteria. A definitive root cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristics or performance of the device or inadequacy in the labeling and/or instructions for use was identified.